Event description:
It was reported that the ilet pump displayed sensor unavailable and dosing stopped alerts after the user¿s fsl3+ cgm stopped providing readings, leading to a prolonged period without automated dosing and a subsequent bg run on the pump; the user declined fingerstick confirmation, performed a manual injection, and later entered a manual glucose value while the pump intermittently powered off for charging. Symptoms included irritability, thirst, dry mouth, and frequent urination, with device readings indicating high glucose and a reported value of 320 mg/dl. Outcomes included interruption of automated insulin delivery until a new cgm reading or manual input occurred, with subsequent dosing resumption when the device was reconnected. Investigation included technical troubleshooting and user education regarding cgm scanning, dosing requirements, and charging practices. Investigation of this case revealed that dosing stopped when no cgm data were available and that pump downtime for charging further extended the dosing interruption. It was concluded that hyperglycemia occurred in the setting of absent cgm input and pump pauses, and the event resolved with reconnection and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.